Event description:
A surgeon reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. In follow-up, the surgeon continues to monitor the pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 08/25/2011 and 08/29/2011 by fax, phone and mail. A completed questionnaire was received on 09/01/2011. (B)(4).